Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the x-rays provided demonstrate the fracture location in the distal femur anterior to the femoral component. Without the requested clinical information the root cause of the reported fracture cannot be confirmed. We cannot rule out non-compliance, bone quality, mental status, age, activity prior to full bone union as possible contributing factors to the reported fracture. The future impact to the patient beyond the fracture stabilization procedure cannot be determined. No further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a right knee replacement surgery was performed at (B)(6) 2019. The patient found right knee joint pain at (B)(6) 2019 and it was found that fracture around the prosthesis. And a open reduction and internal fixation surgery was performed. Np more information provide yet.